Event description:
The duett sealing device was deployed following an interventional procedure (via a 6.5f sheath in the right common femoral artery). It should be noted that there were two arterial sticks, and that scar tissue was present. It was reported that this pt had been to the cath lab three times in 11 days. No problems were reported in the deployment technique. Onset of symptoms of scrotal swelling and pain occurred approx 1.5 hours post duett deployment. An ultrasound was negative for a bleed, and compression was applied. Consultation with physicians determined that this was a hematoma, which had sealed (by ultrasound confirmation). Treatment with ice and close pt monitoring continued. The swelling resolved over the next three days with discoloration remaining and the pt was discharged to home with no further complications reported.